Event description:
It was reported that this pacemaker system exhibited noise oversensing as well as loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) was consulted, and lead channel measurements were within normal range, thus, further in office review was recommended. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Detailed initial reporter information was not provided to bsc.